Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of information received on (B)(6) 2017 indicated that the patient had felt the stimulator was overwhelming when turned up to obtain pain relief and this was the reason that the patient was non-compliant with recharging. After recovery from the overdischarge, additional high dose programming was added in addition to the low dose programming as the patient has leads over t9/t10. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The manufacturer representative called to request MRI guidelines for a patient with an overdischarged battery. The representative stated that they were calling for a coworker and that they did not have any information about the patient or the overdischarge. The representative provided contact information for the representative who met with the patient regarding the overdischarge. Additional information was received from the rep who met with the patient. It was reported that the patient had been non-compliant with recharging and felt the stimulator was overwhelming. A por was performed and the battery was revived. It was noted that the had been damaged as a result of the overdischarge and lost capacity. The device was reprogrammed to obtain comfortable low dose stimulation. No further complications are anticipated.